Event description:
On (B)(6) 2010, a spontaneous report in the form of a medwatch was received via (B)(4)from an attorney regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). The pt had no relevant medical history or pre-existing conditions. The pt's skin type was not reported. Concomitant medications were not reported. The pt received a ".2.5 cc" injection of restylane on (B)(6) 2008 to 6 unspecified sites intradermally for deep wrinkles. The pt received another ".3 cc" injection of restylane on (B)(6) 2008 to 5 unspecified sites intradermally for deep wrinkles. Pre-procedure medications and additional procedures performed at the time of implantation were not reported. On an unspecified date in 2008 or 2009, the pt developed dermatomyositis after receiving restylane injections. A delay in diagnosis resulted in severe heart muscle damage. On (B)(6) 2009, the pt required a heart transplant. No additional info was provided.

Event description:
On (B)(6) 2010, a spontaneous report in the form of a medwatch was received via (B)(4) from an attorney regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). The pt had no relevant medical history or pre-existing conditions. The pt's skin type was not reported. Concomitant medications were not reported. The pt received a "2.5 cc" injection of restylane on (B)(6) 2008 to 6 unspecified sites intradermally for deep wrinkles. The pt received another ".3 cc" injection of restylane on (B)(6) 2008 to 5 unspecified sites intradermally for deep wrinkles. Pre-procedure medications and additional procedures performed at the time of implantation were not reported. On an unspecified date in 2008 or 2009, the pt developed dermatomyositis after receiving restylane injections. A delay in diagnosis resulted in severe heart muscle damage. On (B)(6) 2009, the pt required a heart transplant. No additional info was provided.

Manufacturer narrative:
Additional PMA/510(k) p020023. The lot number and expiration date were reported as unknown. Company comment: company causality cannot be assessed at the time of this report due to no further info provided.

Manufacturer narrative:
PMA number: p020023. Company comment: company causality cannot be assessed at the time of this report due to no further info provided.